Manufacturer narrative:
(B)(4). Evaluation, results: migration, disease progression of the aortic neck. Conclusion: disease progression of the aortic neck.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 8 years ago. Aneurysm and vessel morphology at the time of implant were not reported. At a routine follow-up appointment, it was noted that the stent graft had migrated an unknown distance, but it is unclear whether or not there is a type I endoleak. Currently, the aaa is 7.5 cm in diameter, and the proximal neck measures 30-31 mm in diameter. The migration is due to disease progression of the aortic neck. A secondary intervention is planned for next week. The patient is fine.